Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a sudden change in performance with the device; the volume levels fluctuate. Due to this change in hearing she stopped wearing the audio processor. There is no accident or trauma reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results seem to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient reported a sudden change in performance with the device; the volume levels fluctuate. Due to this change in hearing she stopped wearing the audio processor. There is no accident or trauma reported. The implant site appears healthy with no swelling or redness present. The recipient was re-implanted.